Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannula was split on the sensor. The customer reported that they received sensor error alarm. The customer's blood glucose was 149 mg/dl at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test and sensor failed test. Found the cannula bent. Unable to confirm the customer received the sensor in said condition due to the product being returned opened/used.